Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 4.5 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant failed in type ii bone. Clinician reports patient has periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reports that 4.5 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant failed in type ii bone. Clinician reports patient has periodontal disease. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).